Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/11/2016. Belt: 04/13/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2020 while wearing the lifevest. Review of the download data indicates the patient received two inappropriate shocks on (B)(6) 2020 in response to amplitude oversensing during aystole. The patient received the first inappropriate treatment at 12:53:33 on (B)(6) 2020. The patient's rhythm at the time of treatment was asystole with low amplitude oversensing. The patient's post-shock rhythm was asystole. The patient received the second inappropriate treatment at 12:54:00. The patient's rhythm at the time of treatment was asystole and the post-shock rhythm was obscured by motion artifact. The response buttons were not pressed during the treatment event. The patient was in asystole with CPR/motion artifact, degrading to vf with CPR/motion artifact for 16 seconds. The patient was not in the detection sequence long enough for the lifevest to treat the patient. The rhythm then degraded to asystole with CPR/motion artifact, which then transitioned to sinus rhythm at 80 bpm with CPR/motion artifact, which transitioned to an idioventricular rhythm at 90 bpm with CPR/motion artifact until the device shutdown at 12:56:36 on (B)(6) 2020.